Event description:
The patient was implanted with a herniamesh t-sling cal-ts10 lot 0429 on (B)(6) 2007. Many years later the patient has suffered chronic pelvic and vaginal area pain, stress urinary incontinence, additional surgery, pain during intercourse, pelvic pain. No further information has been provided.